Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, no alert for signal loss on the g6 mobile app occurred. Data was returned and evaluated. The reported event of no alert for signal loss on the g6 mobile app was confirmed via data. A probable cause could not be determined. No additional event or patient information is available.